Event description:
During an unrelated procedure, the right atrial lead could not be removed from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported complaint of failure to disconnect was not confirmed. The device was received in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Mechanical evaluation of the header was performed; the atrial septum was missing and the setscrew was noted to be stripped which is consistent with incorrect insertion of the torque wrench having occurred during the procedure. Further electrical testing was performed and no anomalies were noted. A longevity assessment was performed and the device was found to have normal battery depletion based on usage.